Manufacturer narrative:
Batch review performed on 27 july 2021. Lot 151945: (B)(4) items manufactured and released on 7-july-2015. Expiration date: 2020-may-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event since 2017. Other components involved: gmk-sphere 02.12.0005l femoral component sphere cemented # 5 l lot. 186106 k121416. Lot 186106: (B)(4) items manufactured and released on 15-nov-2018. Expiration date: 2023-oct-25. No anomalies found related to the problem. To date, all items of the same lot have been sold without a similar reported event. Gmk-sphere 02.07.1205l tibial tray fixed cemented # 5 l lot. 186201 k090988. Lot 186201: (B)(4) items manufactured and released on 12-nov-2018. Expiration date: 2023-oct-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
2 years and 2 months after the primary surgery the patient came in reporting pain and instability and the cause of both the pain and instability is unknown. The surgeon decided to give the patient a full revision and revise the femur, tibia, and insert. The surgery was completed successfully.